Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1000524872, model/catalog description: pump ms, d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1000345942, model/catalog description: reservoir 65ml pc, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.